Event description:
It was reported that during implantable pacing lead (ipl) follow up check, the lead exhibited fracture, undefined/high impedance, no capture at maximum output and high count of high rate variability. The ipl remains in use. No patient complications have been reported as a result of this event.